Event description:
I had essure implanted 3 years ago and 6 months later I started having bleeding that needed medication to stop. Stabbing pain on left side and pain on my joints. Migraines and tiredness, swelling of abdomen and weight gain. Depression. I had to have my fallopian tubes along with the essure implants removed.